Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('right implant slipped away between the two layers of peritoneum') and genital haemorrhage ('haemorrhaging') in a 38-year-old female patient who had essure (batch no. B11720) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("left implant is in the uterus"), pelvic pain ("pain"), uterine spasm ("contractions") and depressed mood ("sad"), 1 month 18 days after insertion of essure. The patient was treated with surgery. At the time of the report, the device dislocation, genital haemorrhage, device expulsion, pelvic pain, uterine spasm and depressed mood had not resolved. The reporter provided no causality assessment for depressed mood, device dislocation, device expulsion, genital haemorrhage, pelvic pain and uterine spasm with essure. The reporter commented: my right implant slipped away between the two layers of peritoneum just after the procedure. I am currently waiting for surgery because the left implant is in the uterus and I am suffering a lot, currently haemorrhaging, pain, contractions, sad. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6)) on (B)(6) 2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of device dislocation ('right implant slipped away between the two layers of peritoneum') and genital haemorrhage ('haemorrhaging') in a (B)(6) year-old female patient who had essure (batch no. B11720) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("left implant is in the uterus"), pelvic pain ("pain"), uterine spasm ("contractions") and depressed mood ("sad"), 1 month 18 days after insertion of essure. The patient was treated with surgery. At the time of the report, the device dislocation, genital haemorrhage, device expulsion, pelvic pain, uterine spasm and depressed mood had not resolved. The reporter provided no causality assessment for depressed mood, device dislocation, device expulsion, genital haemorrhage, pelvic pain and uterine spasm with essure. The reporter commented: my right implant slipped away between the two layers of peritoneum just after the procedure. I am currently waiting for surgery because the left implant is in the uterus and I am suffering a lot, currently haemorrhaging, pain, contractions, sad. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.